Event description:
It was reported that the patient underwent a¿ revision surgery to fuse th4-s2 iliac due to pjk and l5-s pseudoarthrosis. It was reported that during insertion of l5 setscrew, the tip of the setscrew was cracked, and the fragment fell in the patient. The fragment was retrieved.¿ no patient complications were reported

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.